Event description:
It was reported that the patient's leadless pacemaker (lp) system exhibited low i2i throughput, resulting in symptoms such as dyspnea and dizziness. The right ventricular lp was explanted and replaced.